Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the non-calcified near the forearm vein anastomosis a 3.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during first inflation at 18 atmospheres for 30 seconds, the balloon ruptured with overall vertical split. The device was removed and completed the procedure with a different device. There were no patient injury reported and the patient condition was good.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the non-calcified near the forearm vein anastomosis a 3.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during first inflation at 18 atmospheres for 30 seconds, the balloon ruptured with overall vertical split. The device was removed and completed the procedure with a different device. There were no patient injury reported and the patient condition was good.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter city: (B)(6). Device evaluated by MFR.: sv/3.5-4/4t/90 was returned for analysis. A visual examination identified that the balloon was not folded which indicates that it was subjected to positive pressure. A partial balloon circumferential tear was identified located at the distal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 15 atmospheres. A visual examination found no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination found both markerbands to be undamaged and present on the shaft of the device. This concludes the product analysis.